Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr sheath is 6.0mm. The vessel was reported to be mildly calcified and moderately tortuous with mld of 5.6 mm. There was significant difficulty noted during removal of the sheath. In this case, the inadequate mld in combination with withdrawal difficulty (balloon rupture and the known pre-existing iliac dissection) contributed to the vascular injury reported. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Referenced MDR #2015691-2017-00915.

Event description:
After deployment of a 29mm sapien 3 valve, the patient died from a complication of an abdominal aorta perforation and common iliac perforation. During valve deployment the delivery system balloon ruptured. The valve was deployed successfully. Upon removal of the delivery system through the sheath, there was difficulty withdrawing the delivery system due to the ruptured balloon material. The sheath and delivery system were successfully removed as a unit. After removal of the sheath and delivery system, an angiogram revealed a perforation/tear in the right common iliac. A surgical repair was performed; however, bleeding continued. It was then discovered that there was a perforation in the abdominal aorta. A surgical repair was performed with an endograft in the abdominal aorta. The patient was administered multiple units of blood. The patient did not survive. Per report, rupture of the commander delivery system balloon secondary to a narrowed, calcified stj. The delivery system could not be reinserted into the esheath. The delivery system was severely compromised and damaged the iliac upon removal. The patient had a known dissection in the iliac pre procedure. Of note, the hospital¿s risk management indicated they could not release the device to edwards lifesciences for evaluation.

Manufacturer narrative:
Voluntary medwatch report patient identifier # (B)(6) was received by edwards lifesciences on 6/22/2017. The event in this report was previously reported to the FDA under complaint (B)(4) with corresponding manufacturer report number 2015691-2017-00917. No new information was provided in the voluntary report. No further action is required.

Manufacturer narrative:
Medical records were received and reviewed and identified sheath damage that was not previously known. After ballooning of the aortic valve, the balloon ruptured as the balloon was pulled into the 16fr primary sheath. It caused the sheath to split wide open. An intraoperative vascular consult was placed. The sheath was split and in the aorta at the level of the visceral segment. The sheath along with the inner device and the ruptured balloon were carefully pulled back into the previous ¿evar¿ aneurx device. Further retrieval caused it to get stuck in the external iliac artery. A coda balloon was positioned from the left side and was positioned at the level of the proximal aneurx device and visceral segment. The coda balloon was inflated and a pigtail catheter was used to perform an angiogram, which demonstrated a ruptured right external iliac artery. The patient¿s blood pressure began to drop and a retroperitoneal exposure was performed with the prompt control of the origin of the right common iliac artery with a vascular clamp. The right common femoral artery was exposed through a vertical incision and the sfa and profunda femoral artery were clamped. Hemostasis was ensured and there was no bleeding noted. A 10mm graft was brought into the field and a proximal anastomosis was sewed on the right iliac system. The anastomosis was tested and hemostasis was ensured. The vascular clamp was released and a decision was made to deflate the coda balloon; however, a large amount of arterial gush of blood was noted in the retroperitoneum from the aorta. The coda balloon was immediately reinflated and a mattox maneuver was performed to expose the aorta from the right side given the current right the current right retroperitoneal exposure. The aortic rupture was noted. A thoracotomy was performed to gain better control and the aorta was cross clamped proximally. Multiple stitches were used to approximate the aortic tissue. However, given the attenuated aorta at the level of the right renal artery, despite multiple attempts and pledgeted sutures, the stitches continued to fall apart. At this point, mtp had been activated and the patient was losing pulse. Given the futility of pursuing any further interventions, a decision was made that all attempts to salvage at this point were futile. Therefore, the procedure was terminated and the patient exsanguinated on the table. As noted at the end of the procedure, after balloon and sheath removal, the sheath had completely unraveled and most-likely ¿snapped¿ the aorta prior to entering the previous evar device and ripped the intima of the entire external iliac artery. Procedural cine was requested and the hospital declined the request; however, pre-screening CT is available and is currently under investigation.

Manufacturer narrative:
A DHR review was completed on the most relevant work orders that could potentially contribute to the complaint event. The work orders did not reveal any manufacturing-related issues that may have contributed to the complaint event. Pre-procedural CT were submitted for review. The following observations and impression were made by an edwards physician proctor. Pre-op CT: · recreated 3mensio report · heavily calcified leaflets · stj measures approx. 20mm with 360 degree moderate calcification · endograft seen in abdominal aorta; extends below renal arteries down both iliac arteries · agree with annulus measures the patient's access vessel minimum luminal diameter (mld) measured 5.6mm. The vessel was noted to be mildly calcified and moderately tortuous. Correction: reference mfg. # 20150691-2017-00915.